Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.this also serves as a correction report. PMA/510(k) # was incorrectly documented in the initial MDR report. PMA/510k has been updated.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2019 he was unable to check his blood sugar and experienced hypoglycemia and a loss of consciousness. The customer reported what he was treated with glucose injection by an hcp and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2019 he was unable to check his blood sugar and experienced hypoglycemia and a loss of consciousness. The customer reported what he was treated with glucose injection by an hcp and was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.